Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 00620005022 63574583 shell porous with cluster holes 50 mm o.d.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the inserter exhibits signs of wear indicative of repeated use over a potential field service lifetime of 7+ years. The bolt is fractured near the head. A small amount of damage was observed on the grip of the handle . It is unknown how many times the device had been used during that time. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the most likely root cause of the event is a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during cup impaction, the handle broke leaving the threaded end of the locking bolt in the cup. The surgery was completed using another device. Attempts have been made and additional information on the reported event is unavailable at this time.